Manufacturer narrative:
UDI(di) (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08312. It was reported the patient is experiencing pain at the ipg site when laying on his back. In addition, the patient alleges the ipg has migrated from its original position. The patient denies any recent falls or trauma. Reportedly, the scs is no longer providing the patient effective therapy. As a result, the patient declined reprogramming and instead opted to have the system explanted as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08312. Follow-up revealed the patient underwent surgical intervention on (B)(6) 2015 where the scs system was explanted.